Manufacturer narrative:
It was reported that this device was discarded after use and not available for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that there was difficulty releasing a transcatheter bioprosthetic heart valve from this delivery catheter system (dcs) during valve deployment. After the valve release mitigation efforts outlined in the instructions for use (IFU) were unsuccessfully used, a 10 millimeter coronary balloon was placed in the valve frame and inflated to free the valve frame loops from the dcs tabs. It was reported that a permanent pacemaker was implanted due to complete heart block after the procedure; a separate report has been filed on that complaint.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information a conclusive cause for the valve frame loop release difficulty could not be determined. Potential factors influencing the difficulty include orientation of the delivery catheter system (dcs) tab/frame loop against the patient¿s anatomy and the angle of deployment in which the dcs tab is rotated in the frame loop. This issue is a known potential risk of the corevalve system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.